Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion, mesh exposure, urinary tract infections, urinary incontinence, hesitation, hematuria, dyspareunia and secondary prolapse- cystocele. A removal of mesh was performed.